Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high capture thresholds with loss of capture noted. It was determined the lead was dislodged and subsequently surgical intervention was performed. This lead was explanted and a new lv lead was successfully placed in a different branch. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. On visual inspection, there was dried blood or body fluid noted in the lead lumen. Also, electrocautery melted insulation was observed at 79, 182, 203, 425, and 675 mm from the terminal pin; at 835 mm from the terminal pin the insulation was bunched. The insulation issues are consistent with induced damage from the explant procedure. Resistance testing was completed to assess the lead's electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would cause a dislodgement.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.